Manufacturer narrative:
(No problem found) the evaluation did not identify any issues relevant to the reported event.

Event description:
On 12/20/2023, it was reported by a sales representative via (B)(4) that an ar-3210-0029 camera head plug is burn up and will not connect to the camera unit. No case involvement.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.